Manufacturer narrative:
As we are not sure which of the following product contributed to the event: part#: cx01a, lot#: el70038 ; part#: cx01b, lot#: 0009020355; we are filing this for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty, cement extravasation in superior disc space was observed. No patient complications were reported as the result of the event.